Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, of diopter -3.5, into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged with a same model but longer length lens due to low vault. This resolved the problem. The cause of the event is reported as unknown.

Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
Correction data: h1: disregard initial MDR as it is n/a as the event is not reportable. Claim #: (B)(4). Manufacturer narrative comment: upon review, it was determined that the initial MDR is not applicable as this is not a reportable event.